Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failure. Additional text: bent pins, cable broken. Specific component(s) involved: external controller malfunction. Additional text: bent pin, broken cable. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller.